Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein both leads were explanted and replaced with a paddle lead. The ipg was electively replaced during the procedure. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The reported lead migration was not confirmed. This issue cannot be confirmed with product testing alone. The lead was returned cleanly cut in two as a consequence of the explant procedure. Microscopic inspection showed a kink in the lead body where all the internal wires were broken. This was likely what caused the impedance issue reported in the event details. The root cause of the broken wires is consistent with the lead being subjected to an overstress condition or sudden event while in vivo. The root cause of the lead migration could not be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-01700. It was reported that the patient experienced ineffective stimulation due to lead migration. X-rays confirmed both leads had migrated. Diagnostics revealed impedance issues on one lead. In turn, surgical intervention may take place at a later date to address the issue.